Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was programmed to vvi 40 bpm. No shocks had been delivered, and the patient was pacing on his own. The device was at middle of life (mol). The guidant representative inquired whether a latched device would show decreased longevity. A guidant technical services consultant discussed that a latched device could not be interrogated, and that the device serial number would be needed to perform a more accurate longevity calcualtion. A patient data disk was provided to guidant engineering, but did not show any issues. A memory dump will be provided.